Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was discovered. The physician opened the 38 x 2.75mm taxus liberte product packaging and realized the stent was damaged and the balloon was 'outside the stent'. There was no patient involvement. The procedure was completed with another of the same device.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was discovered. The physician opened the 38 x 2.75mm taxus liberte product packaging and realized the stent was damaged and the balloon was 'outside the stent'. There was no patient involvement. The procedure was completed with another of the same device.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device identified proximal stent damage. The struts on the proximal end of the stent were bunched up and severely misaligned. Some of the struts were raised up. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A kink was noted in the midshaft 400mm proximal to the tip of the device. Several kinks were also noted along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probably root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).